Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase also, unable to perform operating current, a21 error test, self-test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to a35 alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. It was reported that insulin pump was not exposed to moisture or magnetic field. It was advised that insulin pump would need to be replaced.